Event description:
It was reported that a patient was feeling vibratory alerts and pain at the site of the device. The device was repositioned during an unrelated lead replacement procedure. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).